Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the 3dmax mesh may have caused or contributed to the events as alleged. The patient has not received medical or surgical intervention and as reported is currently seeking another physician. To date this is the only reported complaint for this production lot of 364 units released for distribution in february, 2013. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the date of event is estimated as no specific date was provided. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2013 the patient underwent a left inguinal hernia repair with the implant of a 3dmax mesh. A sorbafix fixation device was used to fixate the mesh. As reported for the last 2 years the patient has experienced pain at the site of the repair, the pain is reported to be severe when pressure is applied to the area. The patient has consulted with his physician who has been unable to determine the cause of the pain. There have been no signs of a recurrent hernia in the area of the repair. The patient has not received any medical or surgical intervention at this time but as reported he will continue to seek another physician.